Event description:
It was reported that during a laparoscopic colectomy, the staples did not deploy properly; they were deployed but were malformed. The device was difficult to remove. They mobilized more colon and a second device was used to complete the procedure with no patient consequences. The account is not releasing the device at this time.

Manufacturer narrative:
(B)(4). Device being retained by hospital.